Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was at 166 mg/dl at the time of admission, and 208 mg/dl at the time of the call. The customer was given sugar, juice, glucose tablets, and intravenous fluids to treat. The customer experienced symptoms such as nausea, vomiting, loss of consciousness, and memory loss. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. Customer reported that their pump had unresolved communication issues, external ram crc error, and unexpected cold reset was performed alarms, as well as a constant tone on the pump and a blank display. The customer was wearing the insulin pump during the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up after battery installation. The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The device was monitored for 3 days and no blank display anomalies, or other alarms or constant tone anomaly were noted. The device was downloaded to carelink successfully. No radio frequency communication anomalies were noted.